Event description:
It was reported that a screw has backed out. No additional information has been provided.

Manufacturer narrative:
(B) (4): the product was not returned for evaluation. Imaging films were not provided.